Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the physician was unable to engage the slitter while attempting to remove the delivery catheter. The physician cut off the hub/valve of the catheter with scissors, however, the catheter body was still unable to be removed. The physician pulled the catheter out of the heart so that the tip of the catheter was in superior vena cava (svc) and cut enough off the top so the lead could be stitched in place. The physician chose to leave the remainder of the catheter body in-situ. No patient complications have been reported as a result of this event.